Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause- (B)(4)- improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer.

Event description:
Consumer reported complaint e-0 error: invalid hematocrit. The e-0 error occurred when the blood sample was absorbed. The error occurred with multiple strips. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6)2017, the customer stated that she had a headache. Customer denied needing medical attention at the time of the call. During the call on (B)(6)2017, a blood test was performed by the customer non-fasting and produced test result of 311 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/15/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.